Event description:
During a laparoscopic salpingectomy procedure, the safety shield would not retract to penetrate tissue. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
12/16/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.